Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). During deployment of second mitraclip xtw, the mitral pressure gradient rose to 8mmhg. The clip was removed from the anatomy and the mpg declined to 7.2 mmhg. A replacement clip was used to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis. Mitral stenosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.